Manufacturer narrative:
Reserve sample from the same lot was evaluated and the reported event was confirmed. Under standardized conditions, no unusual behavior during mixing was observed. The handling and setting times were longer than normal. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Further investigation has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the cement took longer than normal to harden causing a delay to surgery of 15 minutes. No further patient consequences were reported.